Event description:
Additional information has been requested. Additional information was received indicating that the issue occurs randomly; it occurs at the beginning, in the middle or at the end of the procedures. Iop compensation is activated but shuts itself off during the procedure for several seconds. This is noticed by the surgeon when the eye becomes soft. The surgeon discontinues suction and then the iop compensation reactivates on its own. Hypotony lasts a few seconds. There have been no long-term clinical consequences.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6 and h.10. The system was examined and the company representative was not able to replicate anything that would have attributed to the reported issue. However, it was confirmed (via event log review) that a system message (sm) code was displayed, (which is consistent with the reported issue). The fluidics was replaced as a preventive measure. The issue continued, and as a result, the company representative installed a demo unit to help resolve the reoccurring issues on this console. The unit parameters have been reset to ensure the reoccurring issues are resolved. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively, as the system was found to meet specs. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that iop was not compensated during the last procedure of the day. There was a decrease of the pressure; the pressure inside the eye is lower than the referenced pressure. Patient harm was not reported. Additional information has been requested.